Event description:
The rn received a physician's order to hang an insulin drip at 4 units/hr for a type I diabetic patient. The nurse mixed 100 units of insulin with .9 normal saline (ns) into a 100ml bag. The rn attached the IV module to the main IV pump and placed the tubing into the chamber and programmed the IV chamber for 4units/ an hour. The rn double-checked the settings before leaving the room. The nurse returned to the patient's room a short time later and found that the IV bag was empty. The chamber screen was red, indicating an error. The nurse immediately notified the ordering physician and the team leader. The patient was treated with doses of dextrose and was admitted to the critical care area with close monitoring.